Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). The cause of the catheter kink was not determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 1mg/ml for a total dose of 0.4204mg/day, clonidine with an unknown dose and concentration, and compounded bupivacaine 30mg/ml for a total dose of 12.612mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient reported that they experienced worsening pain after the bupivacaine continuous rate was increased. It was noted that on (B)(6) 2018 the pump was reprogrammed where the intrathecal (it) rate was increased and the personal therapy manager (ptm) was added to their regimen after a clinician administered therapeutic bolus was delivered. On (B)(6) 2018 the patient reported a minor reduction in pain following rate increase. The patient also reported no relief with ptm activations. On (B)(6) 2018 the pump was refilled and reprogrammed where the hydromorphone was increased and the bupivacaine was decreased and clonidine was added. On (B)(6) 2018 the patient reported no improvement with changes and instead reported the pain had increased/worsening pain. On (B)(6) 2018 the patient presented to the emergency department (ed) the previous night with uncontrolled pain and elevated blood pressure (228/100). On (B)(6) 2018 the patient received hydromorphone 1mg injection and clonidine 1mg tablet and pain/blood pressure improved. On (B)(6) 2018 the pump was reprogrammed where the it rate was increase and clonidine was started at 0.1mg by mouth daily. On (B)(6) 2018 the patient reported no improvement with it changes. On (B)(6) 2018 the patient reported cold sweating, shivering, and anxiety. It was noted that oral clonidine was administered on (B)(6) 2018 and improved the symptoms. The patient was scheduled for a catheter access port (cap) study secondary to uncontrolled pain. On (B)(6) 2018 a catheter access port study was performed and revealed a catheter kink. The pump was reprogrammed and the bolus dose was increased. On (B)(6) 2018 the patient's blood pressure measured at 220/120. The patient presented to the ed and was admitted. On (B)(6) 2018 the patient reported withdrawal symptoms persist despite bolus activations (able to activate ptm now that clonidine was removed from pump). The patient was started on hydrocodone-acetaminophen on (B)(6) 2018. On (B)(6) 2018 the catheter was spliced and a new spinal segment was added. It was noted that the event resulted in in-patient hospitalization. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter kink and the clinical diagnosis was worsening pain following it rate changes and it opioid withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis observed a kink in the catheter body and found a compressed area in the catheter body. If information is provided in the future, a supplemental report will be issued.